Event description:
Unit was being used during a local anesthetic case for monitoring purposes only. Towards end of case, unit reportedly alarmed "low battery". Ohmeda sales representative turned unit off and back on and unit lost all power. There was no reported pt injury. Ohmeda's investigation into the reported event is still ongoing. A follow-up report will be issued when the investigation has been completed.